Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test on(B)(6)2023 on a nasal sample. Repeat testing was not performed. Consumer was previously diagnosed with covid-19 virus at a healthcare facility on (B)(6)2023 and was prescribed paxlovid. The consumer confirmed there was no harm due to the test results. Additionally, the customer confirmed there was no delay or impact to their treatment.

Manufacturer narrative:
FDA UDI (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214754 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 214754 and test base part number 195-430wl / lot 212682. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214754 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.e1 - country h3 other text : single-use: device discarded.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Consumer was previously diagnosed with covid-19 virus at a healthcare facility on 15sep2023 and was prescribed paxlovid. The consumer confirmed there was no harm due to the test results. Additionally, the customer confirmed there was no delay or impact to their treatment.

Manufacturer narrative:
FDA UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.